Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced scan errors when attempting to pair a freestyle libre 3 plus continuous glucose monitor (cgm) sensor, with the initial sensor not scanning and a replacement sensor producing a scan error before subsequently scanning and entering warmup after reattempts. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no alerts or alarms. User support included troubleshooting and education with guided rescans and replacement application. Investigation of this case revealed a transient scan error that resolved after reattempts, consistent with a temporary sensor communication or pairing issue without persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device intermittent connectivity interruption during sensor pairing.